Manufacturer narrative:
Batch review performed on 29-sep-2023. Lot 160293c (resterilized): (B)(4) items reworked and released on 13-apr-2021. Expiration date: 2026-03-28. No anomalies found related to the problem. To date, (B)(4) item of the same lot have been sold. Original lot 160293: (B)(4) items manufactured and released on 04-apr-2016. Expiration date: 2021-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about three months after primary, the patient came in reporting pain due to a subsided stem and the cause is unknown. The surgeon revised successfully the stem, head and liner.